Manufacturer narrative:
This MDR submitted 02/10/2017 references accriva diagnostics' complaint number (B)(4). This initial report is submitted prior to availability of the device evaluation. This report also references two child cases: (B)(4) (elite se7860) and (B)(4) (act-lr cuvette lot l6jlr306). (B)(4). Accriva has requested all data required for form FDA 3500a.

Event description:
Healthcare professional reported that two hemochron signature elite and act low-range assay systems were reporting inconsistent act results when the meters were run side-to-side during a cardiac ablation procedure. The patient was receiving low, intermittent doses of intravenous heparin with a target time of 300 seconds. The same lot number of hemochron jr. Act-lr cuvettes was used on both elite meters throughout the procedure. One blood sample generated a pair of act results that differed significantly from one another. The act result assayed on the elite named in this complaint (se7480) was 253 seconds, which was lower than the target act. The act result on the second elite (se7860) was 343 seconds, which was higher than the target act. The act result of 343 seconds was used for patient management. No bleeding, thrombosis or other medical complications were reported. Both hemochron signature elite instruments passed electronic qc prior to the procedure. Hemochron jr. Act-lr readings with liquid qc (normal and abnormal levels) were within their acceptable ranges when run on both instruments.

Manufacturer narrative:
This MDR follow-up # 1 submitted on 03/16/2017 references accriva diagnostic's complaint number (B)(4). This follow-up MDR provides the complaint evaluation summary for the hemochron signature elite instrument (B)(4) named in this complaint. This summary was prepared on 02/24/2017. The actual device was evaluated. Results code: no failure detected. The device passed electronic and liquid quality control testing. Conclusion codes: unable to confirm complaint. No failure detected; device operated within specification.

Event description:
Follow-up #1.